Event description:
It was reported that concerns were raised regarding this left ventricular lead exhibiting loss of capture. Further evaluation of the system was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead has been exhibited loss of capture with high pacing thresholds once again after an ablation procedure. Troubleshooting was discussed. This lead remains in service. No adverse patient effects were reported.